Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During gamma3 surgery, it was found that the drill has decentered. The surgeon used other drill and finished the surgery.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report, but due to the successfully performed functional test, the reported event ¿the drills have decentered¿ was not confirmed. Review of the inspection records of both items revealed no discrepancies. The functional and dimensional tests performed with an optical measuring device, revealed that form and positional tolerances (in particular concentricity) as well as dimensions of both drills conform to specifications. Due to the very poor condition of the worn and rounded center tip of both drills it can be assumed that the function of the center-tip may be restricted. Due to the very poor condition of all cutting edges (front / primary as well as secondary) it can be assumed that proper cutting performance of the devices is no longer given. It is very likely that there is a correlation between the considerably worn and rounded center tip of both drills and the reported event ¿the drills have decentered¿. However, the reported issue is considered improper handling, which is beyond the manufacturer¿s control. The IFU clearly instruct: ¿ensure that the drilling and cutting tools to be used are sharp; discard them if they are not.¿ based on the above facts the root cause of the reported event is not linked to a deficiency of the devices. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open action items related to the reported event for the product. No non-conformity was identified.

Event description:
During gamma3 surgery, it was found that the drill has decentered. The surgeon used other drill and finished the surgery.